Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An anuerx stent graft system was implanted in a patient for the endovascular treatment of a 57 mm abdominal aortic aneurysm. It was reported that when the patient returned for follow-up approximately 11 years 5 months post implant, CT showed a type iii endo leak of the ipsilateral limb of the main body and a type ia endoleak from proximal migration. An intervention procedure was carried out two days later. It was confirmed during the procedure that the type iii endoleak was from a stent fracture. A 36mm cuff was implanted at the level of the renal arteries to treat the type ia endoleak and the ipsilateral limb was relined with a 16x16x124 limb to treat the type iii endoleak. No endoleak was seen on the final angiogram. As per the physician, the cause of the type I endoleak was anatomy related, due to the migration from the aortic degeneration. The stent fracture was caused by the migration, due to the reaction of the graft to the migration. No additional clinical sequelae were reported and the patient is fine.